Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) (B)(6) 2005; 5554 implantable pacing lead (B)(6) 2005; 305u225 aortic heart valve (B)(6) 2010. (B)(4).

Event description:
It was reported that patient's lead was capped due to high right ventricular (rv) lead threshold values. No patient complications have been reported as a result of this event.